Event description:
It was reported that during a da vinci-assisted prophylactic mastectomy surgical procedure, the monopolar curved scissors (mcs) were shaking, and the tip end was broken, and it was difficult to find. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgeon was dissecting for about 30 minutes when the issue was noted. There was no issue with the functionality of the instrument noted when the issue occurred. The instrument did not collide with any other instrument or other hard material during the surgical procedure. The fragment did not fall inside the patient because of an instrument tip collision. The instrument was not removed during the procedure prior to the breakage. The surgical staff did not notice any resistance upon removal of the instrument through the cannula or any cannula damage. No other damage to the instrument was noted. The fragment was retrieved during the same procedure. It was confirmed visually that all fragments were retrieved. There was no additional surgical procedure required to remove the fragment. No post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed robotically. The patient did not return to the hospital due to experiencing any post-surgical complications related to a foreign object. The instrument and a fragment are available for return. There are no photographic images of the device or a video recording of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single-port (sp) monopolar curved scissors (mcs) instrument; however, the failure analysis investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was returned and measured approximately 1.93mm x 1.73mm in size. Due to the tube adapter breakage, a detached fragment was observed that was returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
Refer to h11 for follow-up information.